Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat male patient (age unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device is returned to zoll medical corporation for evaluation. The pads were not returned with the device. Functional testing was performed and did not observe the customer report. Review of the activity log showed that on 2/9 only energy down and 30-joule test events were recorded, the charge button was never pressed and no shocks were delivered. The event log later recorded "check pads" and "poor pads contact," indicating the pads were moved from the patient. The device passed all testing with no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.